Manufacturer narrative:
A visual inspection was performed on the returned device. The material separation was confirmed as needle to cuff misses. The reported IFU violation did not contribute to the failure. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the needle to cuff misses and subsequent treatment appear to be related to circumstances of the procedure. It is likely that an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the discovered cuff misses. Per case details the suture broke due to a jerky pulling motion. It should be noted that the electronic perclose prostyle instructions for use states: ¿avoid quick or jerky type movements with the suture limbs.¿ the IFU violation did not contribute to the reported difficulties. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B1: corrected from adverse event to adverse event, product problem.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device after a percutaneous coronary interventional procedure using an 6f sheath. Reportedly, during step 4, the rail suture was pulled back and a suture break occurred due to a jerky motion. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code: 2017 - failure to follow steps / instructions. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.